Manufacturer narrative:
Article citation: starr, matthew r., et al. ¿endophthalmitis following minimally invasive glaucoma surgery.¿ ophthalmology, 2021. Crossref, doi:10.1016/j.ophtha.2021.06.004. (B)(4). The reported events of endophthalmitis, exposure, and retinal detachment are in the product labeling. The events of endophthalmitis and retinal detachment are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. The reporter has declined to provide allergan further information regarding event, product, and patient details.

Event description:
The following article ¿endophthalmitis following minimally invasive glaucoma surgery¿ noted a patient developed endophthalmitis 75 days following xen®45 gts implant that was associated with a conjunctival xen exposure. Concomitant cataract surgery was performed with the xen implant. Organism was cultured and isolated as streptococcus oralis. Post-endophthalmitis retinal detachment was noted. Treatment was provided as pars plana vitrectomy with intravitreal injection of vancomycin and ceftazidime. The device remains implanted. This is the same literature article reported under MFR report # 3011299751-2021-03038 (allergan complaint # pr(B)(4)) and MFR report # 3011299751-2021-03039 (allergan complaint # pr (B)(4)). This MDR is being submitted for case #(B)(4).